Event description:
The reporter called and alleged a discrepant result when compared to the lab for two patients. The reported device result /lab inr was 5.0/3.7 in 2006, 5.7/3.72 the next day, 4.4/2.90 the same day, and 4.9/3.64 the following day. No treatment was given to the patients. The device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
Information provided on the second patient: chf, atrial fibrillation, copd, tia and an open wound on her foot.